Event description:
The pt was instructed to change into a gown and to get on the table and a staff member would come back to do the procedure. The pt was then left alone. While this pt was unattended she fell. She had skin break on her elbow and complained of hip pain. She was immediately taken to the emergency dept. X-rays were negative for any broken bones and only a shoulder sprain was described in the emergency dept discharge summary. The pt was then released to go home on that same day. A staff member interviewed the pt while she was in the emergency room dept on (B)(6) 2012, and she explained that she had scooted backwards and tried to lift her buttocks up to get onto the tablet at the foot section. She reports that the foot section gave way and she fell. The foot section is designed to fold up and down. The product was not broken or damaged in any way to cause the event. The hosp staff attempted to recreate the event several different ways and were unsuccessful.

Manufacturer narrative:
At this time no remedial action will be taken. The end user did not heed two different safety warnings that appear in the manual and on the product itself. First, there is a product warning which states not to leave the pt unattended while in use (this is an imaging surface not a pt bed). Second, there is a safety warning to not place full body weight on the foot end of the product as it could lead to tipping of the device. Medical positioning, inc shall utilize its customer complaint procedure to continue monitoring for add'l events which could constitute a trend.